Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she was trying to turn the device off for a colonoscopy and saw a por. She noted that she had her implant tested not too long ago and was told she would need a new implant soon.